Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The sc60 device was received for analysis in good visual conditions and with no cartridge reload present. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. Upon firing of the device the device was disassembled to verify the internal components and the closing trigger was found broken in the area where it latches with the closure link. The broken piece was not received for analysis. In addition the closure link pin was out of position and missing. While no conclusion could be reached as to how the closing trigger became damaged, and the closure link pin missing it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that prior to an unknown procedure, the surgeon found the jaw of the device could not close before used on patient; and the sound of falling part in the device body was heard. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.